Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been disconnected from the pump during a sporting event and the blood glucose (bg) level was 43 mg/dl. The customer drank juice and consumed a snack. The bg rose to 73 mg/dl. The pump was reattached and a small bolus was delivered to address the snack and the bg dropped to 61 mg/dl. The contact had tandem technical support assist with locating the bolus pump history and it was confirmed that the customer delivered the bolus accordingly. The customer's bg level had elevated to the 80s mg/dl.